Event description:
The recipient was planned to be explanted due to electrode lead extrusion through the tympanic membrane and non-use. The recipient never had benefit from the device due to cystic cochlea deformity and cochlear nerve deficiency. Expectations at implantation were minimal because of these conditions. The clinic had been planning explantation for a while. No new device will be implanted. The device was explanted (B)(6) 2020.